Event description:
Subsequent to the unit being applied the patient developed a blister on his foot. The blister ultimately broke down and gangrene set in. The patient underwent a below the knee amputation.